Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) gave cc (cartridge chemistry) obstruction detection transducer failure error messages. Customer reported that water leaked onto the sample wheel and reaction wheel covers. Customer reported that approximately 10 to 20 ml of water had leaked onto the racks on the sample wheel and open tubes. Customer indicated some of the water had run down underneath the sample carousel. Customer reported that one of the lines connected to the obstruction transducer was loose. Customer reported that they tightened the line. Customer reported that they then tried to home the unit, but the dxc 800 gave voltage generated by smart module out of range error and serial number does not exist error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not find any active leak. The fse verified customer's repair and secured the sample probe.